Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while placing the implant, the internal hex of the implant appeared distorted. The implant was removed.

Manufacturer narrative:
Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, some markings around the drive feature, likely due from the removal process however, the internal threads did not appear to be damaged. Additionally, during a functional test with an in-house screw, the screw threaded and unscrewed as intended. DHR review was completed for the subject lot number 1250932. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1250932 for similar events and no other complaint was identified. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information and functional test, device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.